Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the lead was capped and replaced due to noise. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the lead fracture and high capture threshold were noted on the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Interrogation of the device showed high voltage lead impedance. Programming changes and dft were performed. The patient is doing fine.